Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: on (B)(6) 2024, the patient was given insulin to lower blood glucose in advance in the head nurse's dispensing room due to left abducens nerve palsy and diabetes. The nurse checked that the packaging of the sterile insulin syringe was intact and within the validity period. After opening the packaging, the nurse found red foreign matter in the empty barrel of the sterile insulin syringe, which could not be used and was treated as medical waste. The nurse reopened a new sterile insulin syringe and repeated the above operation. The operation was successfully completed without causing adverse effects to the patient. Ae report no. 1253712042024000252. Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. No supplementary information. Sample availability: no sample availability details: no sample available.